Event description:
It was reported that the subject device had developed pin alignment problem in camera connecting port and scope communication error occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure scope communication error was not confirmed and electrical connector pin abnormal was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: flickering of the sdi(serial digital interface) output. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical connector pin abnormal and flickering of the sdi(serial digital interface) output cause traced to component failure and a root cause could not be identified. Based on the results of the investigation, since reported failure scope communication error was not confirmed, the most probable cause of the reportable malfunction is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.